Event description:
(B)(6): customer reports during retrograde cystogram, fluoro failed. Customer provided no patient or procedural information other than to say a portable fluoro c-arm was brought into the room and patient procedure completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report; a supplemental 3500a medwatch report form will be completed and sent to the FDA.